Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During introduction of a 2.25mm x 12mm emerge¿ balloon catheter into a guide catheter, it was noted that the shaft broke in half outside of the patient's body. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of 73cm of the hypotube and hub of an emerge balloon catheter. The distal portion of the hypotube, shaft and balloon were not returned for analysis. The hypotube was visually and microscopically examined. The hypotube shaft was completely separated 73cm from the hub. The fracture face was oval as if kinked prior to separation. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During introduction of a 2.25mm x 12mm emerge balloon catheter into a guide catheter, it was noted that the shaft broke in half outside of the patient's body. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.